Manufacturer narrative:
Unit passed functional test including displacement test, rewind basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer's nurse reported via phone call that the customer was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. When the customer was placed on the insulin pump her blood glucose level elevated. Customer's blood glucose level was 657 mg/dl. She was given insulin drip and injections at the hospital. The customer had fatigue. The customer was wearing the insulin pump at the time of the emergency room visit. The insulin pump alarmed low battery and low reservoir. It was found that the customer was not bolusing. The high pressure and self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.